Event description:
The customer reported that the images produced were increasingly grainy and then went black. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and reseated circuit boards and connectors. The sys operates as intended.